Event description:
The following was reported to hamilton medical ag: appear alarms on the screen "replace o2 sensor" during perform preventive maintenance. Occurred during testing no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
It was reported that the device displayed 'replace o2 sensor' during preventive maintenance. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The review of device logs by hamilton ag did not cover the events of the reported date of incident. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.